Manufacturer narrative:
(B)(4). Date sent: 1/29/2020 investigation summary the analysis results found that the mcm30 device was returned with no damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 16 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t92x8y. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during the open hepatectomy surgery, after fired, the clip was not closed and fell off. Removed the falling clip, and changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.